Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal use, the device had a ripped pilot balloon. There is no reported patient outcome.